Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received five inappropriate shocks as well as anti-tachycardia pacing (atp) for atrial fibrillation (af) with rapid ventricular response (rvr) on multiple episodes. Technical services (ts) analyzed device episode data and recommended further review. No additional adverse patient effects were reported outside of electric shock. Currently, the device remains in service.